Manufacturer narrative:
In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving inappropriate shocks due to t-wave oversensing. The device was reprogrammed from alternate to primary vector. Three months later, inappropriate shocks were delivered again due to t-wave oversensing, noise and small amplitude measurements. A revision procedure was performed and visual inspection of the electrode identified damage to the shocking conductor. The electrode was explanted and replaced. The subcutaneous implantable cardioverter defibrillator was also explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. The shock coil was stretched at the proximal area. This damage was determined to have been the result of the explant procedure. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that in addition to the previously reported observations that resulted in the explant of this electrode, the electrode had deviated away from the midline. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. The shock coil was stretched at the proximal area. This damage was determined to have been the result of the explant procedure. Laboratory analysis did not find evidence of device defect, malfunction or damage outside or normal medical use. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving inappropriate shocks due to t-wave oversensing. The device was reprogrammed from alternate to primary vector. Three months later, inappropriate shocks were delivered again due to t-wave oversensing, noise and small amplitude measurements. A revision procedure was performed, and visual inspection of the electrode identified damage to the shocking conductor. The electrode was explanted and replaced. The subcutaneous implantable cardioverter defibrillator was also explanted and replaced. No additional adverse patient effects were reported.